Manufacturer narrative:
Other applicable components are: product ID: 37085-40, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 37085-40, serial/lot #: (B)(4), ubd: 07-mar-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient's right lead showed high impedances/open circuits at 3v on all 4 contacts: c0 11.7k, c1 20.7k, c2 18.4k, c3 9883, c0-1 25.4k, c0-2 26.0k, c0-3 18.7k, c1-2 30.9k, c1-3 28.4k, c2-3 24.8k. The patient complained of a loss of therapy (foot) also. It was noted the patient was very active; they are a right handed basketball player with dunking action as well in basketball. Also, the extension was 50 and placed before he grew. The hcp changed out the extension to 60 cm. The site of the extension/ins was observed and it was scarred in a tough to get out of the chest pocket. The ins was replaced as well. The end of the extension that goes into the ins looked frail from possible excess tension from the patient's activities and thought to cause excess strain. Impedances were checked after replacement and were normal. The issue was resolved at the time of the report. No further complications were reported or anticipated with this event.

Manufacturer narrative:
(B)(4) applies to the event and was excluded from the previous report in error. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.